Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the tie rod failure could not be identified. The root cause of the failure could not be determined. Additionally, it is likely the that a gap in the adhesive at the tip was caused by handling of the client, and that a foreign object entered through the gap. However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope's remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.

Event description:
Customer sent in the device for evaluation and repair of a tie rod issue, a defect in the bending section/insertion tube that occurred prior to a procedure. There is no patient involvement. The device was reprocessed as per the instructions for use before sending in for repair. Upon evaluation of the returned device, it was observed that there is a gap between acoustic lens and ultrasound probe due to peeled adhesive. This medwatch is being submitted for the reportable issue of a gap between the acoustic lens and ultrasound probe as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there is a gap between acoustic lens and ultrasound probe due to peeled adhesive. It is likely that this is caused by stress due to wear and tear damage with customer handling or with increasing usage over time. Other observations for the device: due to wear of forceps elevator lever, up/down knob cannot be locked securely; scope cover plate is unclear; scope body has a crack; due to damage on charge couple device (ccd) unit, the image has shadows; distal end is shaved; objective lens has a chip; distal end rubber coating (a-rubber) has a cut; adhesive on a-rubber has a crack; connecting tube has a scratch; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of forceps elevator coil (k-wire), the forceps raising angle does not meet the standard value. The user¿s complaint tie rod issue, a defect in the bending section/insertion tube was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.